Manufacturer narrative:
The manufacturer received the device for review and an investigation has been initiated. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was using the anatomical handle rasp (instrument) and the spring used for locking of the rasp broke.